Manufacturer narrative:
(B)(4) 2016 bimonthly asr exemption e2013025 the total number of events for product classification code ftm is 20. Qty 2- pelvisoft acellular collagen biomesh qty 4-pelvisoft acellular collagen biomesh, 4cm x 7cm qty 11- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 3- pelvisoft acellular collagen biomesh, 8cm x 12cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(6) 2016 bimonthly asr.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame march 1, 2016 to april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.